Manufacturer narrative:
(B)(4). The customer advised physio-control that they do not know if they will be replacing the device at this time or returning the device for evaluation. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported to physio-control that their device was showing all three icons (attention, charge-pak and the service wrench). This is an indication that the device may not have sufficient power for effective defibrillation energy to be delivered. There was no patient use associated with the reported issue.